Manufacturer narrative:
The customer reported that no part was replaced. The customer declined replacement of the battery.

Event description:
The customer reported a battery fail message at power up. The manufacturer's field service engineer confirmed the reported problem.